Manufacturer narrative:
Brand name, common device name and device product code was unknown. The catalog number and lot number were unknown. PMA/510(k) number was unknown the manufacturing location was unknown. The lot number was unknown; therefore, the device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the unknown cutter device was broken off in the cutter lock spindle of the attachment device. It was determined that the broken cutter piece was preventing the cutter from being fully inserted and secured into the cutter lock spindle. It was further determined that the (unknown) cutter fracture at the lock groove was consistent with excessive force being used with the cutter device during use. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the attachment device was not locking into the drill device. During in-house engineering evaluation, it was observed that an unknown cutter device was broken off inside the cutter lock spindle of the attachment device. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown; however, the reporter stated that the event took place on (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.